Event description:
Info received indicates the scale is not working due to fluid and corrosion on the scale circuit board.

Manufacturer narrative:
The tech replaced the scale circuit board to repair the bed.